Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to deliver energy during defibrillation. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device and verified but did not duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to deliver energy during defibrillation. This issue is patient related; however there was no adverse event reported.